Event description:
I-flow homepump eclipse c-series 270 ml 5ml/hr. Suspected fill port is not threaded on correctly resulting in less than 5ml/hr being infused? Pump was started on (B)(6) 2012 with pt noticing on (B)(6) 2012 (morning) that more is in the pump than should be at this time. Contacted I-flow to discuss possible situations that may have resulted in slower infusion times. Still not sure why pump malfunctioned, but the pump is being sent to company. Diagnosis for use: cancer. Pump infusion over 46 hrs. Therapy dates: (B)(6) 2012 to (B)(6) 2012.